Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the pta balloon was difficult to deflate. Reportedly, the balloon eventually deflated by pulling negative pressure. The balloon catheter was unable to be retracted through the 6f introducer sheath; therefore, the introducer sheath and balloon were removed as a single unit. There was no injury to the pt.